Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the collimator would not initialize and that the rotor would only turn in one direction. After replacing the rotor drive and collimator; the imaging system then passed the system checkout and was found to be fully functional. The cable for the rotor drive was not returned to the manufacturer for analysis. The rotor tractor was returned to the manufacturer for analysis. The rotor tractor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The collimator was returned to the manufacturer for analysis. The testing found that the collimator would not initialize. This confirmed an electrical failure due to an intermittent homing error. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site reported that the pendant on the imaging system displayed an error stating that the collimator would not initialize. Initial troubleshooting was performed by restarting the system though the error reappeared. There was no patient present when this issue was identified.